Manufacturer narrative:
Other text: h3: one cadd solis vip pump was received in good physical condition. The event history log (ehl) was reviewed and there was a cassette not attached properly alarm multiple times. A cassette was attached and the reported issue was unable to be duplicated. The cause of the issue was unable to be determined. The downstream occlusion (dso) sensor was replaced as a preventative measure.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarming reattach cassette. This did not occur duing patient therapy.